Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached over 600 mg/dl while wearing the pod between 4 and 24 hours. The patient as treatment had administered boluses. Symptoms reported include pain, dehydration and swelling. Once at the hospital the patient was admitted to the intensive care unit (ICU). The patient had a blood panel and a urinalyses performed. The patient was treated with intravenous fluids. The following morning the patients reported blood glucose level was 300 mg/dl. The patient was prescribed insulin and over the counter tylenol or ibuprofen. The patient was released from the hospital after 24 hours.